Event description:
As reported from australia by an edwards lifesciences affiliate, during a subclavian tavr procedure, a subclavian artery perforation was noted after removal of the 14 fr esheath. As reentry was not feasible, an angioplasty was performed, and a covered stent was placed on the perforation. The patient was hemodynamically stable, and procedure was aborted. However, the patient died on post operative day 1. As per medical opinion, the artery perforation was due to a tight bend at the left subclavian artery. It was also reported that during valve alignment, the pusher of the commander delivery system caught on the valve and the delivery system was reset twice to perform the fine adjustment. Tension built up in the system. During deployment, the valve embolized into the aorta due to the tension in the system. The valve was pulled into the ascending aorta where it was deployed.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. Vascular complications are a well-recognized complication of the thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. It also notes that tortuosity, depth of the artery, and calcification may reduce lumen diameter and limit or prevent the passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the subclavian artery internal diameters will enable the clinician to determine if the sapien 3 ultra valve can be delivered via the subclavian artery. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the subclavian approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 14fr esheath is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (tortuosity in the left subclavian artery) caused or contributed to the subclavian artery perforation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference related manufacturer report numbers: 2015691202315344, 2015691202315341. No further action is required.